Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold was noted on the right ventricular lead. Diagnostic imaging was performed and lead externalization was noted. The lead was capped and replaced to resolve the event and the patient was in stable condition.